Event description:
The user reported that during a dialysis catheter placement procedure the catheter leaked from the venous port. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The evaluation is in progress. A follow-up report will be submitted when the evaluation has been completed. Evaluation results: results pending completion of evaluation.